Event description:
A subject enrolled in the trident tritanium acetabular shell (B)(4) was reported to have previous implants manufactured by howmedica. The reason for revision was indicated as aseptic loosening.

Manufacturer narrative:
The information provided by stryker orthopaedics' clinical affairs department. No additional information is available at this time. Additional f/u information may be obtained by the clinical affairs as it becomes available. If additional information becomes available, it will be submitted in a supplemental report.